Event description:
It was reported, the patient had discomfort due to the location of the ipg. The physician removed the ipg, and left the lead implanted. There was a different manufacturer representative present at the procedure. No further information was provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.